Event description:
Consumer reports toothbrush head breakage during use. This is reported as malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either a spinbrush proclean sonic powered toothbrush ((B)(4)) or a spinbrush proclean sonic recharge ((B)(4)). (B)(4).